Manufacturer narrative:
Evaluation results: (non-return of the product and limited information provided root cause cannot be determined). No results available since no evaluation was performed (no device received for evaluation). (No device received for evaluation). Evaluation conclusion: (non-return of the product and limited information provided root cause cannot be determined). Unable to confirm complaint (non-return of the product and limited information provided). (B)(4).

Manufacturer narrative:
Evaluation results: patient¿s condition affected effectiveness of device (90% stenosis, calcification). Evaluation conclusion: device failure related to patient condition (90% stenosis, calcification).

Event description:
The reason for return is that the device could not cross the lesion. The physician was treating the lad distal mid third with moderate calcification and 90% of stenosis. The device was not inspected prior use. The protective sheath was on the balloon when the device was removed from the hoop. No resistance during the stylette <(>&<)> protective sheets removal. . The device was prepped before use according to instructions for use. Negative prep was performed. No resistance encountered between the spl20012x and other devices used in the procedure. No resistance encountered at the lesion. The physician used a new device to complete the procedure. Patient health status is good.

Event description:
During the surgery physician used sprinter legend 2.00mm x 12mm device to treat a lesion. The device could not cross the lesion and a balloon (anterior edge) defect is reported. There are no clinical sequelae reported. No serious injury or death reported.